Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the reloads didn't fire after pressing the green button of the stapler. Replacements were used to resolve the issue. There was no patient injury.